Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 560 mg/dl. The customer was treated intravenously with fluids of saline and insulin in the ICU. The customer was released on with no permanent damage and issue resolved on (B)(6) 2024. A systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.